Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Root cause of the event was most likely attributed to surgical technique. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04837-1 / 2016-00663).

Event description:
It was reported patient underwent initial hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to loosening. During surgery the driver fractured while inserting the proximal locking screw on the stem. No further information has been provided. Additional information received reported that during the (B)(6) 2015 the stem had to be removed upon insertion due to the fractured driver.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.